Event description:
The customer reported that when the subject device was connected, error code b30 (scope communication error) appeared. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or reproduce the b30 scope error; however, scope communication error code e216 appeared. In addition, service observed that the light guide lenses were scratched, the distal end cover was deformed, and the adhesive on the rubber cover was porous. The universal cord was scratched. A leak was observed in the connector, and the connector had corrosion. The venting connector was turned. The angulation knob had play, and the angulation was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer stating the b30 error was observed before the procedure. The procedure was diagnostic and completed using a similar device with no delay. It was confirmed there was no patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the conduction failure occurred at circuit board in the scope connector due to the influence of moisture that invaded the device from leakage point, and as a result, the suggested event may have occurred. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". Olympus will continue to monitor field performance for this device.